Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for this issue. Per the instructions for use of the device, catheter tears and breaks are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form reporting a catheter revision. Tracking form stated that the reason for revision was a leaking catheter through a hole where the catheter connects to the pump. The device was reported to have been discarded.